Event description:
Boston scientific received information that this device was not capturing in either the atrium or ventricle. A review of the daily measurements revealed that there were no recent impedance measurement values and the automatic capture thresholds were no longer displayed. In addition, this device had reached the elective replacement time (ert). The thresholds at the previous follow up visit had been around 0.4 volts. The patient had experienced a recent fall and loss of consciousness, and it was noted that there were changes in the daily measurements that had been recorded afterwards. The patient is pacemaker dependent and presented with an underlying heart rate between 40-48 beats per minute (bpm). A revision procedure was performed and the right ventricular (rv) lead was tested and all measurements were in normal range. The device was successfully replaced. However, it was also noted that the device could no longer be interrogated after it was explanted. It had been able to be interrogated when it was implanted prior to the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Once the device has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated. Battery voltage was measured at 1.28 volts. This being the likely cause of the observed loss of capture, unexpected lack of recorded measurements, and ert battery status. The device case was opened and the battery removed. An external power source was connected to the device and a high current draw was initially seen; however, the current draw decreased to normal over time. The device was heated to 50 degrees celsius and, once again, a high current draw was noted. Next, the hybrid was removed from the interior of the device. It was unfolded for detailed analysis and the high current draw ceased. The device was subjected to thermal cycling in order to induce the previously observed high current but this was not successful. Multiple attempts were made to reproduce the observed behavior, but none were successful after the hybrid had been unfolded. The cause of the observed high current could not be determined at this time, due to the loss of the behavior during testing. Whether the high current was attributable to the reported patient fall, cannot be determined. After the high current draw ceased and was unable to be replicated, the device was disassembled and submitted for hybrid testing; all tests passed.